Event description:
The customer experienced bg levels greater than 500 mg/dl. A correction bolus was administered in response, but her bg levels failed to lower. (No time line of bg levels or bolus deliveries was provided.) Though no specific device failure was cited, the customer "noticed that the cannula had come out of the site." The pod will be returned for eval.

Manufacturer narrative:
The pod was returned for eval. No problems were found that would have caused or contributed to the customer's high bg levels. No obstruction of the fluid path was found. The pod did not occlude and the customer would have received all programmed doses of insulin (had the cannula been inserted subcutaneously). Based on the abscence of a time line provided in the report, it is unk when the cannula had pulled from the insertion site in relation to when her bg levels began to rise. We are unable to determine a possible cause of the cannula becoming displaced. A review of lot qualification records was performed - the lot passed the acceptance criteria.